Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that the patient had a sepsis infection less than one month after the implant of the implantable pulse generator (ipg) system. The ipg system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned. Analysis was performed and no anomalies were found.